Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the sites programming wand was causing communication problems. The troubleshooting steps taken were unsuccessful. The product was returned to MFR and product analysis was completed. The laboratory analysis confirmed the failure to program event. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communications errors cleared.